Event description:
Dexcom was made aware on 06/15/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with pimples underneath sensor pod area, which occurred the same day the sensor had been inserted in the arm. On (B)(6) 2024, the patient went to the hospital due to the pain and a big lump on the arm. The reaction was treated with a prescription of antibiotics. At the time of the report the patient was still experiencing redness, pain, and a lump. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule.